Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Event description:
The leads were capped and the device was explanted. The ra lead showed signs of an insulation fracture, low impedances of less than 200 ohm and loss of capture. The rv lead had decreased impedance and a raising threshold. The pacemaker was explanted to prevent the patient from having another surgery in the near future and to allow an MRI compatible system to be implanted. There were no adverse patient side effects reported.